Manufacturer narrative:
Follow-up #1: date of submission 19-sep-2019 device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2019 with the following findings: during investigation, according to the pump history and black box the pump was powered off on 5/26/2019 at 15:10 for unknown reason . Cs 128= fe80 alarms were recorded on 5/27/2019 after the user powered on the pump and attempted rewind . Deliveries were not resumed. There was a "128 replace battery" alarm with secondary code fe80 is defined as a 5 volt post motor fault. The pump was delivering the programmed basal rate until power off on 5/26/2019. The pump cover was removed internal moisture damage was found on the pcb components. The pump was returned with the audio bolus button detached from the pump. A cs 128_fe80 was not duplicated during investigation rewind and basal duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the pump kept alarming with a battery warning during the rewind step. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged battery life issue.